Event description:
Same case as: 2134265-2012-06723. It was reported that during a stenting treatment procedure, stent dislodgement and migration occurred. Vascular access was gained via the right femoral artery. The 60% stenosed, 7x40mm lesion was located in the moderately to severely calcified and moderately tortuous left common iliac artery with a calcified bifurcation. Without predilating the lesion and without utilizing a sheath to traverse the iliac bifurcation, the physician advanced the 6x60x75cm express iliac biliary stent delivery system (sds) to the lesion. The physician then realized that the stent selection was too long for the lesion and withdrew the sds. The physician then advanced the 7x30x175cm express iliac biliary stent delivery system (sds), and noted that the 6x60x75cm stent had dislodged in the patient. He withdrew the 7x30x175cm sds, pulling the 6x60x75cm stent with it, however the stent migrated into the aorta. The 7x30x175cm express iliac biliary stent dislodged from the sds, was ballooned and remains in the left common iliac artery. The physician attempted to advance a guide wire through the 6x60x75cm stent in an attempt to retrieve it however this was unsuccessful and the stent remained in the aorta. The procedure was completed with successful stenting of lesions in the left and right iliac arteries. The day following the procedure, the patient did not have a pulse in the right leg and was transferred to another facility.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).